Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error due to sticky shaft. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. Also, the customer reported complaint of the user advisory (ua) 45 error could not be cleared due to stuck /stiff driveshaft rotation was confirmed during the initial functional testing because the driveshaft was rotated smoothly during the testing. To remedy the user advisory (ua) 45 error message, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The archive data review showed the occurrence of the user advisory (ua) 45 error message on the reported complaint date. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).